Event description:
Continual quality problems with abbott freestyle libre 3. The most recent problems were 1) sensor quit after 1 day and gave false low blood sugar readings and 2) sensor supposed to last 14 days lasted 7. The latter is an ongoing issue for well over a year and we have to pay out of pocket as medicare doesn't cover type 2 diabetes if not insulin dependent. None of these units are not even the ones that have been recalled and truly the consumer is not getting what they are paying for. While in the past they have replaced the units I feel for the consumer that doesn't possess the wherewithal to report and get what they paid for. It is frustrating, a little scary with the false readings, and time consuming. Ref report: mw5160702.